Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their pc was not working after it fell from a mount under the desk. There was no patient harm reported by the customer.

Manufacturer narrative:
The serial number initially reported was for the mx40 (B)(4).